Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4)cultured (B)(6) after sampling performed on (B)(6) 2017 and (B)(6) 2017. The sampling performed on (B)(6) 2017 yielded a total of 23 cfu comprised of 4 isolates (e.g. Pseudomonas japonica, paenibacillus urinalis, staphylococcus lugdunensis and micrococcus luteus). The sampling performed on (B)(6) 2017 yielded a total of 3 cfu comprised of 1 isolate (e.g. Moraxella osloensis) the duodenoscope was returned to pentax medical for evaluation. The pentax inspectional findings included the following: distal cap - fixed type failed seal integrity inspection. Hole in and leak at #1 remote control button cover. Hole in and leak at #2 remote control button cover. Air/water socket cylinder o-ring chipped. Failed wet and dry leak test. Umbilical cable single bucked under pve root brace. -fluid invasion not observed in pve connector or control body.